Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI) d9: is this device available for evaluation?- no h4: device manufacture date h11: evaluation summary. Evaluation summary the event that occurred is that the processor was not streaming. Based on the investigation and repair record, a potential root cause of this failure is physical impact (vibration, drop, shock) or fluid damage to the ccd driver pcb. Such physical impact or fluid damage could have caused the image failure. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the processor was manufactured under normal conditions on 10-jun-2019, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 14-jun-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 27-jun-2025, pentax medical received a request for investigation from alberta health services (ahs) regarding a medical device incident involving a gastroscope. While preparing the endoscope and sedating the patient for an upper gastrointestinal endoscopic procedure, it was found that the endoscope did not output an image to the processor. Because troubleshooting took time, the procedure was started with insufficient sedation, and the patient became conscious during the procedure. As a result, the patient experienced persistent gag reflex, and additional sedation could not be safely administered, which was reported to have increased the risk of aspiration and perforation. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical canada performed a good faith effort (gfe) to gather additional information regarding this event and received responses via email on 03-jul-2025. - was the procedure for treatment or diagnostic purposes? The procedure was for diagnostic purposes with potential for treatment depending on the findings. - was the product in question used to complete the procedure? No, the product was not used to complete the procedure and was replaced with a functioning scope. - was the patient recalled for further screening? No, the patient was not recalled. The responder does not have access to diagnostic rescreening information. - what is the current status of the patient? The patient was discharged from the unit once sufficiently weaned from sedation. - was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? Yes, the product was immediately removed from circulation and is currently with pentax for repair. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.